Event description:
(B)(4). I started having severe migraines 1-2 times a week, my left eye twitching for weeks at a time, burning sensation/tingling and numbness in back and extremities, brain fog, severe vertigo and nauseous, scalp sensitivity, metal taste in my mouth, long heavy periods with large blood clots, frequent diarrhea, weight gain and bloating and blurred vision. I did have migraines prior to essure buy usually only once a month or so. I am now having to take nortrptyline for migraines and burning sensation in my muscles.